Event description:
Per the international affiliate, the customer reported that confidence kit cement congealed and the surgeon couldn¿t use it at all. To finish procedure, another product of the same type was used. The difficulty resulted in a delay of about thirty minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
In the cement reservoir or returned for evaluation. A significant amount of the cement was injected without the use of a reservoir piston, as there was 2-3ml of hardened cement in the reservoir. There is also a 3ml gap at the distal end of the cement reservoir with no hardened cement residue. It appears the sterile pump water flowed through the tip of the cement reservoir. The pump handle was turned all the way with very little water left in the pump. No other abnormalities were observed. A functional evaluation was performed on the returned product sample. The hydraulic pump was refilled and attached to the cement reservoir. When the pump handle was turned to pressurize the system, water flowed through a hole in the middle of the hardened cement and came out of the reservoir tip. The safety release valve of the hydraulic pump was tested to ensure the valve triggers above 150bar. The pump was connected to an ashcroft pressure gage and the safety release valve triggered at 171.6bar; no leaks were observed. Therefore, the hydraulic pump was able to build enough pressure to deliver cement and was working as intended. A review of the device history record for the confidence kit, no needles found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the confidence spinal cement system was conducted on the product family because the hydraulic pump, reservoir and cement are common to all confidence cement kits. There was no harm to the patient but potential harm may exist if the issue were to recur. Review of complaints found no significant trends. The reported issue of cement setting too fast is not confirmed. However, the root cause is likely due to not using cement reservoir piston during cement injection. The cement reservoir piston was not used so cement was injected with sterile water directly contacting the mixed cement, which created a channel in the uncured cement for the water pressure to escape. It is unknown why the cement reservoir was not used, it could have detached during handling of the cement reservoir cap and user did not know how to replace it. No issues were seen with the device history record review. No corrective action/preventive action is required at this time as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required.